Manufacturer narrative:
The pump was received with a frozen screen on time and version display and a constant tone due to moisture damage on the electronic assembly. Unable to confirm the unresponsive buttons or perform functional testing due to the frozen screen. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. It was making a ringing sound and he could not get to the menu. After inserting a new battery the constant tome and alarm did not disappear. Customer's blood glucose level was 391 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.